Event description:
It was reported that during preparation for a case, the tip of the unit broke off.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.